Event description:
It was reported that during a da vinci s prostatectomy procedure, approx 20 minutes into the procedure, the pt side cart (psc) switched to battery power. The procedure was completed with the site's spare da vinci s surgical system, causing approx a 40 minute delay. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the pt side cart (psc) power supply was defective. The system was repaired by replacing the psc power supply. Field service verified system operations and completed field verification tests before returning the system to the customer. As of late 2007, there have been no reported recurrences of the issue at this hosp.